Event description:
The customer reported that part of the ceiling suspension became loose and the system cannot be moved because it is jammed.

Manufacturer narrative:
A field service engineer inspected the system and found the cover of the ceiling suspension broke off and got jammed in the rails. The cover was replaced and the system passed all performance measures. The system is back in use. ((B)(4)).